Event description:
Removal of 2 each bone-lok implants. Original procedure done (B)(6) 2008. Recently, the patient complained of a little pain, but last month had more leg pain. The level 3/4 placement fused; however, the 4/5 did not fuse; the physician saw subsidence creating a rocking motion. According to the physician the fusion failure was not due to isi implants, but to the anterior cages previously placed. The physician removed the implants at level 4/5; the one implant (rt side removal was fine according to (B)(6); the other was a problem, i.e. After attempting to remove for 15-20 minutes, the second implant came apart (head, washer, top sleeve.) The physician then performed fluoro and found that the threaded portion remained in the patient. The physician didn't think it was a quality issue but due to moving around in the area. The physician did finally remove the screw from the patient.

Manufacturer narrative:
Root cause: pain in patient was due to other product from other manufacturer. Implant came apart during removal due to stresses applied by physician. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned device was visually inspected. Implant components were reassembled and locking mechanism was tested. Locking strength met specifications. Add'l MFR date: 12/2007.